Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found the returned lead in two pieces. An abrasion was noted at 9.9 cm to 10.3 cm from the distal tip. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.